Event description:
Eighty-one-year-old male accidentally pulled out his own foley catheter leaving a portion of the catheter in his urethra. This was pushed back into the bladder prior to removal of the retained piece. On 6/12/96 the portion of the catheter was removed during cystoscopy. A small laceration was noted in the urethra. No other complications occurred.